Event description:
It was reported that during surgery, a caution error displayed intermittently. Surgery was completed with a back up unit. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Eval summary: inspection and analysis of the unit was completed. Field service engineer (fse) visited site and found that the tubing was kinked and causing the error. Fse instructed customer to check packs before using them. Fse completed system checkout and verified all modes of operation and all calibration and unit complies with all amo specs.